Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead revealed impedances greater than 2,000 ohms since (B)(6) 2010. Left ventricular pacing was not delivered at a threshold of 7.5v. The polarity was reprogrammed from ring-coil to tip-coil. A chest x-ray was performed and revealed that the lead was fractured at the insertion site of the subclavian vein. The patient was asymptomatic; therefore, the decision was made to leave the lead implanted and monitor the patient closely. No adverse patient effects reported.